Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('over a month post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural contusion ("bruising under belly button"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and post procedural contusion outcome was unknown. The reporter considered medical device removal and post procedural contusion to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- contusion. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('over a month post op/medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural contusion ("bruising under belly button"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and post procedural contusion outcome was unknown. The reporter considered medical device removal and post procedural contusion to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- contusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: nullification this record was detected to be a duplicate to record # (B)(4) to which all information was transferred then this duplicate record # (B)(4) will be deleted from bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report